Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Device, patient, and conclusion codes apply for both leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the manufacturer representative wanted to do a longevity estimate. He reported: group b program 1 was 450 nanoseconds, 60 hertz, 7.5 volts, 544 ohms: program 2 was 450 nanoseconds, 60 hertz, 5.1 volts and greater than 4000 ohms. With these settings, it was estimated that it would last 12 hours a day, and about 12 months. The impedance on program 2 was high, so an electrode impedance test was done at 3 volts with the following results: in reference to contact 0; 1-4,6 ,7 were greater than 40,000 ohms except 5 and 8-15 around 15,000 ohms; in reference to contact 2; 1-16 were greater than 10,000 ohms; in reference to contact 8; 0,1,2,3,6,7 all around 15,000 ohms and the rest looked normal. B2 was programmed with 0 and 2 contacts being used. It is likely that program 2 was providing minimal effect while program 1 was providing. There was no mention that the patient was concerned with therapy. The patient primarily uses group b, thus there was the focus on b. The manufacturer representative reported that the cause of the out of range impedances is unknown, and that therapeutic coverage is still good without that lead. The patient believed that they had a patient programmer issue, but that was resolved by simply changing the batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.